Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had not been syncing since (B)(6) 2025. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not synchronized. A technical support specialist dialed into the station, checked data synchronization debug logs, performed full synchronization, compared the transaction queued locally and processed at the server, stopped data synchronization and maintenance service, performed database backup and initiated full synchronization without dropping database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.